Event description:
It was reported that the user attempted to scan a new freestyle libre 3 plus sensor with their system but received a message that the sensor was not compatible, after which the user confirmed they were using a non-plus freestyle libre 3 sensor and would need to obtain a compatible sensor. Symptoms included no alerts or alarms and no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included phone-based troubleshooting and user education regarding sensor compatibility. Investigation of this case revealed incompatibility due to use of an unsupported sensor model, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor.